Event description:
Three incidents occurred in the emergency department involving uro4pvcpc14 intermittent catheter kit. Reports from rns and from one patient complaint that there was an issue with removing the catheter after performing the straight cath. Nurse reports that when removing the catheter, it had kinked and doubled over on itself and was "stuck." Based on the three incidents of difficult male catheterization. Reported issue directly to medline manufacturer response for urinary straight catheter, intermittent catheter (per site reporter).